Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: on 2nd january, the anesthesiology department found unknown brown material before the using of angiocath, and they did not dare to use it.